Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experience hypoglycemia. Customer's blood glucose level was 45 mg/dl, 53 mg/dl and treated with juice. Customer stated the meter was new and they need help linking the meter. Customer¿s mother walked though setting up the new meter to the insulin pump done successfully with auto. Customer¿s mother declined to troubleshoot for low blood glucose. The devices will not be returned for analysis.